Event description:
Litigation alleges patient has significant harm, including, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, and conscious pain and suffering.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient has significant harm, including, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, and conscious pain and suffering. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.